Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) was triggered during cryoablation of the right inferior pulmonary vein. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2013.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Failure files confirmed the system notice message 50005 ¿leak detection¿ for the date of event. Visual inspection of the catheter showed blood between the balloons. Smart chip verification indicated the catheter was used for 6 injections. The catheter failed the performance test due to system notice message 50005 upon connection. Pressure test showed a leak through the guide wire lumen, however, the balloons integrity was intact, no breach observed. Dissection showed a guide wire lumen partial snapping at 1.41 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.